Manufacturer narrative:
Pump received with intermittent up and down button response due to corroded keypad traces. No sticky button, moving numbers, ramping numbers on their own or scrolling bar moving anomaly noted. The pump passed a21 test. No a21 alarm or unexpected restart noted during testing. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump is alarming. The blood glucose reading is 146 mg/dl.